Manufacturer narrative:
(B)(4): the customer reported that they did not receive an spo2 alarm at the central station. The pt expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they did not receive an spo2 alarm at the central station. The pt expired.